Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient representative reported left side ¿capsular contracture baker grade iii,¿ ¿inflammatory capsule that formed around the prostheses,¿ ¿fibrous thickening", adherence by adipose tissue", "mild lymphohistiocytic inflammatory infiltrate and histionic reaction around hemosiderin¿, ¿recall of natrelle prostheses,¿ ¿anxiety,¿ ¿intense psychic shock and state of constant apprehension and anxiety,¿ ¿risk of developing a lethal disease (cancer)", ¿itchy¿, ¿solitary breast cyst¿. The following reported events are not related to the device: ¿migraine¿, "memory loss¿, ¿feeling of closed throat¿, ¿dry eyes¿, ¿ringing in the ear¿, ¿decreased libido¿, ¿swelling in hands and feet¿, ¿vertigo¿, ¿depression¿, ¿fatigue¿, ¿irritable bowel syndrome¿, "very thirsty¿, ¿prostheses were intact but, during the process of opening the capsules, they were ruptured¿. The device has been explanted.